Event description:
It was reported that during a photoselective vaporization of the prostate, an unspecified issue noted with the fiber. The procedure was not completed due to this event. There were no patient complications.